Manufacturer narrative:
On 29 october 2015 the r&d director inspected the retrieved stem with the following comment: the explanted femoral stem has been analysed. On the vast majority of the surface there is no more ha. There are very limited sign of osseointegration. On 03 november 2015 it was prepared a final report with the information already submitted in the initial report and here above. On the same day it was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on (B)(4) 2015: lot 120449: (B)(4) items manufactured and released on 20 april 2012. Expiration date: 2017-03-31. No anomalies found related to the problem. To date 59 items of the lot have been already sold without any similar reported issue. On (B)(4) 2015 we received the confirmation of the revision surgery for loosening of the stem. On the same day the pre-revision x-rays were received too and the medical affairs checked them on (B)(4) 2015 with the following comment: the xrays supplied do not allow a complete evaluation of positioning (no pelvis - no lateral view), but the one image available represents a well-implanted stem, with no apparent reason for loosening, and no macroscopic radiolucencies in the available view. As a scintigraphy was done, it must be assumed that no infection was active. Therefore, I cannot imagine the root cause that generated this loosening. Not returned yet.

Event description:
The patient had pain. Patient will have another surgery on (B)(6) 2015. They haven't seen anything on de radio, but the pain was visible on the scintigraphique.